Event description:
A malfunction on a pump was reported by the customer. There was no adverse impact to the customer's blood glucose level. Following the malfunction, the customer did not experience a recurrence of the issue after resetting the pump, and they were advised by technical support to continue using the pump.